Event description:
It was reported a patient underwent a robot assisted urological procedure and an absorbable suture clip was used. During use, the clip could not be close on the suture. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. If further details are received at a later date a supplemental medwatch will be sent. - please confirm if there is an issue with the applier? =>there is no issue with the applier. If yes, please create a product complaint and provide the respective reference number(s). =>n/a.- what suture type and size was used?=>suture type and size was vicryl 3-0. - when the event occurred, was the suture placed near the hinge of the clip?=>yes. - were you able to lock the clip closed on the suture?=>no. If yes, after it closed, was the clip holding securely fixed on the suture?=>no. - was the applier checked for damaged (jaws straight and aligned)?=>yes ,there is no damage with the applier. - if the clip did not close/hold on the suture, was the clip used in an application where the suture was under tension? =>yes. - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu. No product is available for return. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.